Event description:
Cerclage wires implanted in, 2001 broken the following month wires were implanted "as part of an internal fixation for fractures" in the knee area. Whether or not the wire has been removed is unknown.